Manufacturer narrative:
Other: device not available for eval. The pump remains implanted in the pt. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the physician was unable to interrogate the pump with the programmer. The physician thought there may be an infection so he sent the pt back to the general surgeon, dr. (B)(6). It was determined via ultrasound that there was no infection so the pt went back to the office. On (B)(6) 2013, the physician discovered that the pump had flipped, which resulted in the communication issue with the programmer. This physician did not use the suture ring or any sutures when he implanted the pump. He never sutured other pumps and did not want to change his protocol. A revision surgery is scheduled for (B)(6) 2013. The pt is not underweight and is not known to be a twiddler. On (B)(6) 2013, the pt underwent a revision surgery and the physician secured the pump with two sutures in the fascia. The physician reported that the probable cause for the pump flipping was a large seroma at the pocket site. No pt effects were reported post-op. There was no malfunction reported for the pump.